Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported that the infusion could not drip down and was then replaced and was working normally. There was patient involvement but no report of patient harm.